Event description:
The hydraulic pump motor used to elevate the articulating boom arm remained depressed due to the up button. The original up button that was in the boom came apart and the hospital put the button back together. Then when the button was pressed, it got stuck in the on position which in turn caused the pump motor to continuously run and overheat the oil which weakened in integrity of the oil reservoir. This caused the oil to leak out of the reservoir onto the surgeon who was standing directly below the area where the pump is mounted.

Manufacturer narrative:
The pump motor has been replaced with a new pump motor that has a thermal protector on it. Skytron confirmed based on information provided by the hospital staff that the pressure relief valve within the pump was not maintained properly on a semi-annual basis. If the pressure relief valve had been maintained, the pump would have only run until the switch was activated. If the pressure relief valve had received proper service maintenance, the pump would have not malfunctioned allowing the safety limit to activate disabling the pump from continuous operation. The up limit switch was adjusted after the new pump and prv were installed and a new button switch, also installed, properly, will eliminate it from being 'captured' when it is pressed. Additional thermal protectors will be added to existing booms within the hospital to eliminate all possibility of recurrence.